Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message in the pediatric unit. It was also reported there was no patient involvement. The customer also stated that the device was tested at the facility and found to be operating as expected. The device will not be returned to baxter at this time.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. See scanned page.